Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a failed battery test alert. The customer's blood glucose was 8.8 mmol/l. The alarm had already been cleared. The contacts in the battery cap were not damaged or missing. The battery compartment and spring were neither corroded nor damaged. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol, and to wait one minute for the alcohol to dry after cleaning and insert a new battery. The customer received a failed battery test notification and was advised to revert to a back-up plan. The customer mentioned that he was wondering if the new batteries were perhaps dead, as they had been sitting in the package for some time. The customer stated the intension to go out and buy new batteries and test out the insulin pump with these. Nothing further was reported.